Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.